Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level. Customer¿s blood glucose level was 2.9 mmol/l. Customer taken carbohydrates for low blood glucose level. It was unknown if the customer was using auto mode at the time of incidence. The insulin pump will be returned for analysis.